Event description:
Pt with left-sided chest tube. Pt was getting up from a wheelchair when staff member noticed that pt's chest tube was disconnected. The physician was contacted and came to pt's room. Physician examined the chest tube and stated that it was defective and the hub had disconnected from the tube. An x-ray was taken and showed a new moderate-sized left-side hydropneumothorax. Next, a new chest tube was placed and an x-ray revealed a decrease in left-sided pneumothorax with a small residual basilar hydropneumothorax and tiny residual left apical pneumothorax.